Manufacturer narrative:
An event regarding revision of a triathlon ps insert due to instability was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: could not be performed as no records were provided for review. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the reported instability could not be determined. No medical records were provided for review and the product was not returned for analysis.

Event description:
Poly exchange was performed for instability and pain. Insert thickness was increased from 16mm to 19mm.

Event description:
Poly exchange was performed for instability and pain. Insert thickness was increased from 16mm to 19mm.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.